Event description:
Procedure: laparoscopic cholecystectomy. The account reports the "bottom triangle piece" of the trocare was discovered missing during the procedue. The surgeon could not locate the piece. The procedure was completed. No pt injury reported.